Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a primary breast augmentation procedure with mentor smooth round moderate profile 325cc saline breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts. As a result, the patient underwent bilateral explantation and replacement with natrelle breast prostheses in 2015. This medwatch report is for the patient¿s left breast prosthesis.